Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump gave a continuous alarm and the message on screen only said service needed. Troubleshooting was performed but the alarm persisted. Patient switched to their back up pump. Patient reports they started to feel unwell (no details available), checked the pump and noticed that it had stopped infusion, but pump did not alarm. Patient was unsure how long they were without remodulin. Patient reports they restarted their infusion with the second pump and was infusing now. This was a continuous infusion. The suspected product was a remodulin mdv with 10mg/ml strength. The dose was 46ng/kg/min with a continuous frequency via sq route. The patient had a backup product they were able to switch to.